Manufacturer narrative:
Communication with the customer did not identify the cause for the battery pack warning. The maintenance schedule is reported as monthly. The customer was sent a new battery pack, the AED is functioning as deigned, and the software was upgraded. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED was giving a 'replace battery now' warning. The reported event did not occur during patient use.